Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during one episode of ventricular fibrillation (vf) episode, the device initially withheld therapies for sinus tachycardia. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.